Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g6 sensor-transmitter failed to pair with the ilet following a replacement ilet setup, despite multiple restarts and re-entry of the sensor code and transmitter serial number, while glucose values continued to display on the dexcom mobile application. Symptoms included hyperglycemia, with reported glucose values of 333 mg/dl on the app and 282 mg/dl by fingerstick. Outcomes included user-directed troubleshooting and education with no report of injury, medical intervention, or hospitalization. Investigation included remote technical troubleshooting focused on device connectivity and setup steps. Investigation of this case revealed persistent pairing failure limited to the ilet interface while the cgm system itself provided readings to the dexcom app, suggesting an integration or configuration issue without evidence of hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was use-related setup error or transient communication fault during cgm pairing to the ilet.